Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that one device did not properly deploy the implant. The case was aborted. It was reported that the patient experienced bleeding which was controlled using a monopolar electrode, and a catheter was placed. Investigation of the returned device on (B)(6) 2023 noted that a fragment of a broken scope seal was returned. The other portion of the broken scope seal was not returned; therefore, it is unable to be determined if there is a missing fragment(s). The physician was notified and reported that the patient is doing fine and he will continue to see the patient regularly to ensure that the patient continues to do well.